Event description:
It was reported that pump experienced malfunction alarm with malf 16 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty with updated software, confirmed shipping details and signature requirement, provided instructions for storage mode and return of malfunctioning pump within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement pump.